Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforation of a fallopian tube on one side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("extended periods of bleeding 2 to 3 weeks a month"), dyspareunia ("painful intercourse"), fatigue ("extreme fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), noninfective gingivitis ("inflamed gums"), depression ("depression"), adhesion ("adhesions"), fungal infection ("fungal infection"), vaginal discharge ("heavy discharge with an odour"), urticaria ("hives all over body"), pruritus ("itching all over body"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain"), neuralgia ("nerve pain / neuralgia"), dizziness ("dizziness"), adverse event ("extreme overstimulation all over my body"), panic attack ("panic attacks") and contusion ("inexplicable bruising") and was found to have weight increased ("weight gain"). The patient was treated with surgery (foreign-body material removed). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, weight increased, fatigue, alopecia, visual impairment, noninfective gingivitis, depression, adhesion, fungal infection, vaginal discharge, urticaria, pruritus, abdominal pain, back pain, arthralgia, neuralgia, dizziness, adverse event, panic attack and contusion outcome was unknown. The reporter considered abdominal pain, adhesion, adverse event, alopecia, arthralgia, back pain, contusion, depression, dizziness, dyspareunia, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, neuralgia, noninfective gingivitis, panic attack, pruritus, urticaria, vaginal discharge, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Event "adverse event nos" updated. On (B)(6) 2020: all follow-up attempts done. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforation of a fallopian tube on one side') in a female patient who had essure (batch no. 50690513/50690613) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of genital haemorrhage ("extended periods of bleeding 2 to 3 weeks a month"), dyspareunia ("painful intercourse"), fatigue ("extreme fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), noninfective gingivitis ("inflamed gums"), depression ("depression / very sad"), uterine adhesions ("adhesions / the cervix was completely adhered to her bladder"), fungal infection ("fungal infection / yeast infection"), vaginal discharge ("heavy discharge with an odour"), urticaria ("hives all over body"), pruritus ("itching all over body"), abdominal pain ("abdominal pain / abdominal spams"), back pain ("back pain"), arthralgia ("joint pain"), neuralgia ("nerve pain / neuralgia"), dizziness ("dizziness"), adverse event ("extreme overstimulation all over my body"), panic attack ("panic attacks") and contusion ("inexplicable bruising") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). In 2020, the patient experienced the second episode of genital haemorrhage ("there was a major secondary bleeding (few weeks after the surgery)"). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation outcome was unknown, the last episode of genital haemorrhage, dyspareunia, weight increased, fatigue, alopecia, visual impairment, noninfective gingivitis, depression, uterine adhesions, fungal infection, vaginal discharge, arthralgia, neuralgia, dizziness, adverse event, panic attack and contusion had not resolved and the urticaria, pruritus, abdominal pain and back pain had resolved. The reporter considered abdominal pain, adverse event, alopecia, arthralgia, back pain, contusion, depression, dizziness, dyspareunia, fallopian tube perforation, fatigue, fungal infection, neuralgia, noninfective gingivitis, panic attack, pruritus, urticaria, uterine adhesions, vaginal discharge, visual impairment, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2021: a new reporter type (lawyer) added and the lot number of essure were received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of a fallopian tube on one side') in a female patient who had essure (batch no. 50690513-inv,50690613) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2020, the patient experienced post procedural haemorrhage ("a few weeks after removal surgery there was a major secondary bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria disability and intervention required), abdominal pain ("constant abdominal pain / abdominal spasms"), dyspareunia ("painful intercourse"), back pain ("back pain"), urticaria ("hives all over body"), pruritus ("itching all over body"), genital haemorrhage ("extended periods of bleeding 2 to 3 weeks a month"), vaginal discharge ("heavy discharge with an odour"), uterine adhesions ("adhesions / the cervix was completely adhered to her bladder"), fatigue ("extreme fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), noninfective gingivitis ("inflamed gums"), fungal infection ("fungal infection / yeast infection"), arthralgia ("joint pain/ all over the body"), neuralgia ("nerve pain / neuralgia/ all over the body"), dizziness ("dizziness"), depression ("depression / very sad"), panic attack ("panic attacks") and contusion ("inexplicable bruising") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure, entailed removal of entire uterus and fallopian tubes). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation and post procedural haemorrhage outcome was unknown, the abdominal pain, back pain, urticaria and pruritus had resolved and the dyspareunia, genital haemorrhage, vaginal discharge, uterine adhesions, weight increased, fatigue, alopecia, visual impairment, noninfective gingivitis, fungal infection, arthralgia, neuralgia, dizziness, depression, panic attack and contusion had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, contusion, depression, dizziness, dyspareunia, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, neuralgia, noninfective gingivitis, panic attack, post procedural haemorrhage, pruritus, urticaria, uterine adhesions, vaginal discharge, visual impairment and weight increased to be related to essure. Lot number 50690513 is invalid. Lot number: 50690613. Manufacturing date: 2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-aug-2021: quality safety evaluation of product technical complaint (ptc). Seriousness criterion disability was added; event extreme hyperstimulation of nerves and joints all over the body because specified elsewhere as nerve and joint pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of a fallopian tube on one side") in a female patient who had essure inserted (lot no. 50690513-inv,50690613). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. Essure was removed on (B)(6)2020. In 2020 she experienced post procedural haemorrhage ("a few weeks after removal surgery there was a major secondary bleeding"). An unknown time later she experienced fallopian tube perforation (seriousness criteria disability and intervention required), abdominal pain ("constant abdominal pain / abdominal spams / severe (chronic) pain in the abdomen"), dyspareunia ("painful intercourse"), back pain ("back pain"), urticaria ("hives all over body"), pruritus ("itching all over body"), genital haemorrhage ("extended periods of bleeding 2 to 3 weeks a month"), vaginal discharge ("heavy discharge with an odour"), uterine adhesions ("adhesions / the cervix was completely adhered to her bladder"), fatigue ("extreme fatigue / extreme and chronic fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), noninfective gingivitis ("inflamed gums"), fungal infection ("fungal infection / yeast infection"), arthralgia ("joint pain/ all over the body / hips pain"), neuralgia ("nerve pain / neuralgia/ all over the body"), dizziness ("dizziness"), depression ("depression / very sad"), panic attack ("panic attacks"), contusion ("inexplicable bruising"), headache ("headache"), amnesia ("memory loss"), disturbance in attention ("concentration problem"), menstruation irregular ("changes in their menstrual cycle"), heavy menstrual bleeding ("abnormally heavy blood loss"), premature menopause ("premature menopause") and hypersensitivity ("experienced allergic reactions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of essure, entailed removal of entire uterus and fallopian tubes). At the time of the report, the abdominal pain, back pain, urticaria, pruritus, fatigue, arthralgia, headache, amnesia, disturbance in attention, menstruation irregular, heavy menstrual bleeding, premature menopause, hormone level abnormal and hypersensitivity had resolved and the dyspareunia, genital haemorrhage, vaginal discharge, uterine adhesions, weight increased, alopecia, visual impairment, noninfective gingivitis, fungal infection, neuralgia, dizziness, depression, panic attack and contusion had not resolved. The outcomes for fallopian tube perforation and post procedural haemorrhage were unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, contusion, depression, disturbance in attention, dizziness, dyspareunia, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstruation irregular, neuralgia, noninfective gingivitis, panic attack, post procedural haemorrhage, premature menopause, pruritus, urticaria, uterine adhesions, vaginal discharge, visual impairment and weight increased to be related to essure administration. Lot number 50690513 is invalid. Lot number: 50690613 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6)2022: lawyer reporter, headache, premature menopause, abnormally heavy blood loss, irregular menstrual cycle, concentration problem, memory loss, allergic reactions, hormonal imbalance and outcomes of events added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of fallopian tube perforation ('perforation of a fallopian tube on one side'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2020, the patient experienced the first episode of genital haemorrhage ("there was a major secondary bleeding (few weeks after the surgery)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the second episode of genital haemorrhage ("extended periods of bleeding (B)(6) weeks a month"), dyspareunia ("painful intercourse"), fatigue ("extreme fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), noninfective gingivitis ("inflamed gums"), depression ("depression/very sad"), adhesion ("adhesions/the cervix was completely adhered to her bladder"), fungal infection ("fungal infection/yeast infection"), vaginal discharge ("heavy discharge with an odour"), urticaria ("hives all over body"), pruritus ("itching all over body"), abdominal pain ("abdominal pain/abdominal spams"), back pain ("back pain"), arthralgia ("joint pain"), neuralgia ("nerve pain/neuralgia"), dizziness ("dizziness"), adverse event ("extreme overstimulation all over my body"), panic attack ("panic attacks") and contusion ("inexplicable bruising"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation outcome was unknown. The last episode of genital haemorrhage, dyspareunia, weight increased, fatigue, alopecia, visual impairment, noninfective gingivitis, depression, adhesion, fungal infection, vaginal discharge, arthralgia, neuralgia, dizziness, adverse event, panic attack and contusion had not resolved. And the urticaria, pruritus, abdominal pain and back pain had resolved. The reporter considered abdominal pain, adhesion, adverse event, alopecia, arthralgia, back pain, contusion, depression, dizziness, dyspareunia, fallopian tube perforation, fatigue, fungal infection, neuralgia, noninfective gingivitis, panic attack, pruritus, urticaria, vaginal discharge, visual impairment, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, the patient´s initials were updated. The outcome for the adverse events: hives all over body, itching all over body, abdominal pain, back pain were changed to recovered/resolved, all other events were held for unrecovered. The adverse event: fungal infection nos was changed to yeast infection. A new adverse event reported: there was a major secondary bleeding (few weeks after the surgery). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforation of a fallopian tube on one side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("extended periods of bleeding 2 to 3 weeks a month"), dyspareunia ("painful intercourse"), fatigue ("extreme fatigue"), alopecia ("hair loss"), visual impairment ("vision problems"), noninfective gingivitis ("inflamed gums"), depression ("depression"), adhesion ("adhesions"), fungal infection ("fungal infection"), vaginal discharge ("heavy discharge with an odour"), urticaria ("hives all over body"), pruritus ("itching all over body"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain"), neuralgia ("nerve pain / neuralgia"), dizziness ("dizziness"), unevaluable event ("extreme overstimulation all over my body"), panic attack ("panic attacks") and contusion ("inexplicable bruising") and was found to have weight increased ("weight gain"). The patient was treated with surgery (foreign-body material removed). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, weight increased, fatigue, alopecia, visual impairment, noninfective gingivitis, depression, adhesion, fungal infection, vaginal discharge, urticaria, pruritus, abdominal pain, back pain, arthralgia, neuralgia, dizziness, unevaluable event, panic attack and contusion outcome was unknown. The reporter considered abdominal pain, adhesion, alopecia, arthralgia, back pain, contusion, depression, dizziness, dyspareunia, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, neuralgia, noninfective gingivitis, panic attack, pruritus, unevaluable event, urticaria, vaginal discharge, visual impairment and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.